Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion quattro extraction balloon. The removable stylet penetrated the side of the catheter near the distal end during the second sweep of the duct. Another balloon was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A small section of the removable stylet wire that is located inside the catheter exhibits a bend. The bent section of the stylet wire has penetrated the side of the catheter approx 10cm from the distal end. The section of the stylet wire that is extending from the catheter is less than one millimeter in length. The catheter is flattened slightly in this area. There are also several small kinks throughout the distal end of the catheter. The damage to the catheter could have contributed to bending of the stylet wire and penetration of the catheter. A product discrepancy or anomaly that could have contributed to this occurrence was not observed. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Kinks and a flattened area in the balloon catheter can occur if the extraction balloon receives excessive pressure during product handling or advancement through the endoscope. The instructions for use direct the user to advance the deflated balloon in short increments through the accessory channel until it is visualized exiting the endoscope. This activity will aid in device preservation. If the elevator of the endoscope is placed in the closed position with the extraction balloon catheter inside the accessory channel, this can contribute to kinks and flattened areas in the balloon catheter. Penetration of the removable stylet through the catheter was observed near the location of a damaged area of the catheter. The flattened area and kinks in the catheter are the most likely contributor leading to penetration of catheter. Prior to distribution, all fusion quattro extraction balloons are subjected to a visual inspection to ensure device integrity. The visual inspection includes verification that the balloon catheter is free of kinks and any abnormalities. Corrective action: the appropriate personnel were notified of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.